Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump was possible under delivery. The customer blood glucose level was 344 mg/dl and 263 mg/dl. Customer did not had time to troubleshooting and did not want to do high pressure test. Customer stated that they fill full cannula and insulin exits with fill cannula. Customer stated that they performed self test and insulin pump works without error message. Customer could be calls back for high pressure test because they did not have clamp or new set with them. The insulin pump will not be returned for analysis.